Manufacturer narrative:
Quality safety evaluation received on 26-aug-2016: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 30-aug-2016 for the following meddra preferred term: back pain. The analysis in the global safety database revealed 246 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non-medically confirmed spontaneous case report refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and 2 weeks after the placement, she had back pain among other non-serious events. After essure removal, she recovered instantly from all complaints. Back pain is listed in the reference safety information for essure. Considering that essure therapy may cause back pain, that there is no alternative explanation and that she recovered instantly after essure removal, a causal relationship with essure cannot be excluded. This case is regarded as incident since device removal was required. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. Follow up is not possible since the consumer did not give permission to contact her doctor.

Event description:
This is a spontaneous case report received from an adult female consumer in (B)(6) on 15-jul-2016 who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2015. After her first menstruation, which took place 2 weeks after the placement, the complaints started. She experienced back pain, headache, dizziness, joint pain and rheumatic pain. These complaints persisted continuously. The essure coils were removed in (B)(6) 2015 and the consumer recovered instantly from all complaints. Consumer had nickel allergy and rheumatic complaints as medical history. The consumer was convinced that the essure was the cause of her complaints. The consumer did not give permission to contact her doctor. Company causality comment: this non-medically confirmed spontaneous case report refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and 2 weeks after the placement, she had back pain among other non-serious events. After essure removal, she recovered instantly from all complaints. Back pain is listed in the reference safety information for essure. Considering that essure therapy may cause back pain, that there is no alternative explanation and that she recovered instantly after essure removal, a causal relationship with essure cannot be excluded. This case is regarded as incident since device removal was required. A product technical complaint analysis is being sought. Follow up is not possible since the consumer did not give permission to contact her doctor.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs